Manufacturer narrative:
(B)(4)

Event description:
It was reported that during lead replacement for low hv lead impedance, the new lead was tested and the device began to show noise after dft. Dft was repeated and the noise was reproducible. The device was swapped out due to suspected header issue and was returned for analysis. No dft was performed with the new device. The patient was doing fine.

Manufacturer narrative:
No conclusion code available. Final analysis noted the reported field event of noise was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.